Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05625, 1627487-2015-05626. The patient had two, model 3163 leads for off-label use. It was reported the patient was unable to turn stimulation back on after it turned off by itself. An impedance check was performed and revealed invalid impedance. Reprogramming was able to restore stimulation/effective therapy, but only for a limited time. On a later date the patient met with sjm representative again for reprogramming, but effective therapy could not be restored and high impedance was found. As a result, the patient's leads were explanted and replaced with two, model 3186 leads. The doctor also electively explanted and replaced the patient's ipg (with a different model) and anchor. The patient's extension was also electively explanted. Surgical intervention resolved the patient's issue.